Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced three infusion set leakage in jan the leakage was from the connector. The blood glucose level was 500 mg/dl no further information is avaliable.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6005634 have already been previously tested in the 2078108 on 30/nov/2024. Test results: the reference samples were test for leak. All test results were within specifications as per the test report database (B)(4) complaint test report.pdf attached in this record. The reference samples were visually inspected air flow tested. All test results were within specifications. Device history record (DHR) review: the lot 6005634 was manufactured according to the work instruction (wi) version 44 on the multivac 07, on 09/feb/2024, with a total of (B)(4). Cannula DHR review: the lot 4a03934 was manufactured according to the wi version 37 assembled in the line 2, on 02/feb/2023, with a total of (B)(4). Gluing of tubing: the lot 4a05897 was glued according to the wi 4905169 version 22, machine/line 07, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 16/jun/2025 against malfunction code 2 leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6005634 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.